Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a video assisted thoracoscopic surgery (vats) procedure, the surgeon closed the device on tissue and activated the device. The jaws of the device would not open. The device was removed by cutting off the tissue. The case was completed with clamp, cut and tie. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the jaws closed, half way fired and with a little piece of tissue with staples between the jaws. The device was open forced to remove the tissue. The instrument was received with the jaws closed. The jaws were opened and tissue and staples were found. The tissue was removed and it was noted that the jaws were bent on the distal side. The device was connected to the generator and it was recognized. Due to the jaw was damaged not all functional testing could be performed with the generator. No issues were noted with opening and closing of the jaws once the tissue was removed. A probable cause of the damage to the jaw could be attributed to attempting to cut across a staple line. It is recommended not to cut across staple lines because this can result in damaging the jaws and compromising the performance of the instrument.